Manufacturer narrative:
This report is being filed to correct h6: device codes.

Event description:
It was reported that interrogation of this pacemaker with a programmer noted a voltage too low message. It was noted that the message was a result of the device reaching end of life (eol) approximately 1 month prior. Additionally, this single chamber aai pacemaker exhibited oversensing of noise on the right atrial (ra) channel. There was no pacing inhibition or asystole as a result. It was noted that the patient was in atrial flutter at the time they were last seen. The physician is aware of the noise and was discussing whether or not to replace the device and the lead. Available information does not suggest that the ra lead is a boston scientific lead. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that interrogation of this pacemaker with a programmer noted a voltage too low message. It was noted that the message was a result of the device reaching end of life (eol) approximately 1 month prior. Additionally, this single chamber aai pacemaker exhibited oversensing of noise on the right atrial (ra) channel. There was no pacing inhibition or asystole as a result. It was noted that the patient was in atrial flutter at the time they were last seen. The physician is aware of the noise and was discussing whether or not to replace the device and the lead. Available information does not suggest that the ra lead is a boston scientific lead. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.